Event description:
A malfunction was reported, specifically with malfunction code malf 0, and it was determined that this issue did not adversely impact the customer¿s blood glucose level. The corrective actions involved customer support (cts) replacing the pump. The customer was advised to switch to multiple daily injections (mdi) as a backup therapy to manage insulin delivery. Additionally, cts instructed the customer on how to put the malfunctioning pump into storage mode and return it with a pre-paid label within ten days. The customer confirmed understanding and compliance with these instructions.